Event description:
The nurse of a female patient contacted lifecor customer support to report that one of the battery packs was not holding any charge. A lifecor patient services representative (psr) visited the patient and replaced the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The patient received a replacement battery pack.